Manufacturer narrative:
(B)(4)

Event description:
Patient's caregiver contacted dexcom on (B)(6) 2016, to report that the patient experienced a skin reaction at sensor insertion site that occurred on (B)(6) 2016. Sensor was inserted at the abdomen on (B)(6) 2016. Patient's caregiver reported that the skin reaction appeared red. Patient admits to using sensor in the same spot with every sensor insertion. Patient's caregiver reported that the patient's physician advised him to proceed with using dexcom system but to rotate insertion sites more frequently. Date of medical intervention is unknown. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Manufacturer narrative:
(B)(4).